Manufacturer narrative:
Device evaluation: one bivona tracheostomy sample was received in used condition without its original packaging for evaluation. The sample was visually inspected and no discrepancies were found. A leak test was performed and when inflating the unit with air, it was seen that the cuff inflated and held the air properly. Next, an air cuff symmetry test was performed and the cuff inflated properly after being inflated/deflated four times. Additionally, the percentage result was found to be over the minimum acceptable, but the unit was still found to be within specification. To further investigate the issue, documents were reviewed and deemed adequate. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Air cuff symmetry tests were also audited during thirty two (32) units finding no discrepancies. A review of the manufacturing process was conducted and was considered adequate and correct. Based on the evidence and testing, the complaint was not confirmed. No fault was found with the returned device.

Manufacturer narrative:
(B)(4).

Event description:
Information was received that a smiths medical portex bivona neonatal tts (tight-to-shaft) tracheostomy tube had a "faulty balloon". No adverse effects were reported.